Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After a severe head trauma over the implant site the user came to the clinic for a check up on (B)(6) 2023. It is unknown if the hearing performance with the device is affected. An x-ray is considered, and it is very likely that the user will be re-implanted.

Event description:
After a severe head trauma over the implant site the user came to the clinic for a check up on (B)(6) 2023. It is unknown if the hearing performance with the device was affected. The user has been reimplanted.

Manufacturer narrative:
Conclusions: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.